Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The lot number provided by the customer does not appear to be a valid lot number; therefore, the manufacturer date could not be determined.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of suspect device was requested and replacement was sent.